Manufacturer narrative:
The root-cause of the discrepant rh results between the two samples obtained by the customer was likely due to the handling of the sample by the operator. There is no evidence of any systematic failure and the ortho vision analyzer performed as intended.

Event description:
Customer reporting one event of an incorrect blood type being issued to a sample when tested on the vision. According to customer, cord blood sample ID # (B)(6) was manually scanned using the handheld scanner by tech and loaded into position #1 of rack #2 on (B)(6) 2020 on vision analyzer. Result of blood type on cord sample was group o, rh positive. As part of their internal sop of hospital, a second sample was collected that was tested manually using tube method and blood type on second sample was typed as group o, rh negative, including weak d testing. Because of the discrepancy of blood type, cord blood sample ID (B)(6) was reloaded and retested on vision analyzer and now the blood type is group o, rh negative. Reported 8/3/20. Tsc- review of e-conn barcode scan data; metering report and column grade report, confirmed that cord blood sample ID (B)(6) was scanned manually (manual scan # (B)(6)), but a different sample was loaded in position #1 of rack #2. Sample scan barcode #= (B)(6). This sample (B)(6) can be seen later on in the column grade report as typing as an o pos blood group. However, customer's major concerned with vision software is that the system did not flag the user that the scanned barcode did not match the barcode that was scanned by the hand scanner. Tsc reviewed the data and customer agrees the reported concern was a result of the user mishandling of samples but would like ortho to consider having the vision flag or error is a sample that is hand scanned and a different barcode is read by the system.